Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to oversensing. Technical services reviewed the episodes and confirmed the programmed vector of primary was not suitable, as the amplitudes were too high, resulting in clipping with the r-waves being labeled as noise. Technical services recommended also reprogramming the gain, from 2x to 1x and testing the other vectors. One episode showed a dramatic change in r-wave amplitude that was possibly due to aberrancy. No adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service. The local sales representative reported that an exercise test was done. No noise markers were produced. The sense vector was reprogrammed to alternate and the gain to 1x, with smart pass programmed back on. Technical services discussed continuing with normal follow ups.